Manufacturer narrative:
Concomitant medical products: 5076-58 lead, a3dr01 ipg. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a polarity switch. It was also reported that under and oversensing had occurred. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was reprogrammed.